Manufacturer narrative:
Additional h6 patient code: 1994, 1685, 2091, 2597, 3189 - surgical intervention, 3191 - constipation. Additional information: a1, a2, a4, b7, d1, d2, d4, d7, h4. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to hernia recurrence, abdominal pain, adhesions, constipation, painful and bloody bowel movements, small bowel obstruction and swelling of the abdomen. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient is deceased. No additional information was provided.